Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cystectomy procedure, it is alleged that the device fired crooked clips on every second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # j91f28. Additional information was requested and the following was obtained: please confirm if the device was firing malformed clips. If yes, did these clips not hold on tissue? Yes the device was firing malformed clips on every second firing. The clips appeared to be crooked so would not hold on the tissue properly. The analysis results found that the mcl20 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. Due to the returned condition of the device, no further testing could be performed to evaluate the reported incident of clip malformation. The instrument was disassembled in order to evaluate the condition of the internal components; upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, jamming the firing mechanism. However, no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.